Event description:
It was reported by the rep that the one tct75 was used during an exploratory laparotomy procedure. It was reported that the linear cutter would not fire. The device was already locked out when opened. The customer is also returning another device with the same lot number. The case was completed with a tcr75 and with no pt consequence.